Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was not verified. The device was found to deliver within specification during flow testing.  No cause was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing in the biomedical department. The test was set up as a primary infusion (bag height 18 inches above the pump) in basic mode with flow rate of 100ml/hr and volume to be infused 50ml. Additionally the setup included a soft enteral feeding bag filled with distilled water that was connected to the intravenous (IV) tubing that gets fed through the infusion pump. The actual volume the pump delivered was not provided. There was no patient involvement. No additional information is available.